Event description:
It was reported that a large volume infusor underinfused during infusion. It was observed that after 30 hours of infusion time, the elastic reservoir did not continue to shrink, and the infusion ended. The medication being infused was fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date ¿ the lot was manufactured between october 7-8, 2024. H11: the actual device was not available; however, a photograph was received for evaluation. The returned photograph was reviewed, and it was noted that the image only showed the device¿s lot number printed at the bottom of the device. The reported condition could not be verified or refuted based on the returned photograph. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.